Event description:
Complainant alleged that during biomed testing and routine preventative maintenance of the device, the screen displayed an "error 70" message when a 200 joule self test was performed. The complainant indicated that there was no patient involvement in the reported malfunction.